Event description:
Boston scientific recieved information that shortly after the implant of the device and lead system, the patient presented with pain, shortness of breath and a decrease in blood pressure. It was confirmed that the right atrial lead had dislodged and a perforation was suspected. An echocardiography confirmed a hematoma. A lead repositioning procedure was planned.

Manufacturer narrative:
Boston scientific received additional information that the lead dislodgement did not result in asystole or loss of capture. The lead was explanted and the right atrial port was plugged. There were no further patient effects.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.